Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. A new device was implanted successfully. No additional adverse patient effects were reported. Additional information was received that indicated the device had reached elective replacement indicator (eri) status and the explant was an elective procedure. No additional adverse patient effects were reported. The device was retained by the hospital.

Manufacturer narrative:
Amendment to previous report: further additional information provided, reported that the device was explanted after it had reached elective replacement indicator (eri) status. No report of performance issues or adverse effects. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. A new device was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
On 04/28/2026, the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.